Event description:
Consumer called to report 100 point difference with lab result. Analisys run on clark error grid using lab reading (287) vs. Bd readings (157) yielded data points in the d range of the grid, outside acceptable limits.